Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker exhibited rapid drop in the battery life. The device previously showed 11 years remaining longevity. During the recent check, the device showed two years remaining longevity. Boston scientific technical services (ts) advised to bring the patient back in to do a save to disc for device analysis. Initial analysis showed that the power consumption of this device has been steadily increasing and the power consumption is expected to continue to increase. The device should be replaced and returned to for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases due to hydrogen in the enclosed device case. Additional information from the medical records indicated that the device was explanted. No additional adverse patient effects were reported.